Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticky and had to press multiple times to register and this effecting on insulin delivery. Customer stated that insulin pump had to rewind more than once and insulin pump was slower to rewind and gets piston error code. Customer stated that insulin pump was broken and unable to repaired. Customer stated that they changes battery at last once a week. Customer stated that they received unexplained no delivery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.